Event description:
It was reported that after a coronary artery drug eluting stenting treatment procedure, stent thrombosis occurred. The patient presented with st elevation, myocardial infarction (stemi), and in-stent restenosis was diagnosed in a previously placed unspecified stent located in the mid left anterior descending (lad) artery. The vessel was eccentric and 100% stenosed. The lesion was pre-dilated with a 2.50x15mm balloon, and then a taxus express2 3.00x20mm drug eluting stent (des) was placed within the previously placed stent. There were no reported patient complications. It was reported that the patient failed to use plavix as directed by the physician. After an unspecified timeframe, the patient presented with unstable angina ("ccs class 1 without onset with 6 hours prior to admission"). Angiography revealed thrombosis in the proximal lad which was treated with angioplasty. The ejection fraction at the time of thrombosis detection was 50%. No further patient complications were reported. Additional information has been requested, but none has been received as of the date of this report.

Manufacturer narrative:
A unit has not been returned for review, therefore a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 8682237 found that the device met its material, assembly and product specifications, at the time of release to distribution. This particular batch number 8682237 has no associated complaints to date.